Manufacturer narrative:
(B)(4). A field action was initiated on (B)(4) 2015 (product advisory notice was sent to all potentially impacted customers).the actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A medwatch report, FDA report number mw (B)(4), was received stating that the, "ballard was defected, causing the patient to desaturate to 85%. Patient was given 100% o2 and saturation levels were restored. 3030 was contacted and given the defected equipment." No additional information provide

Manufacturer narrative:
The initially reported lot number m5318t601 was not a valid number. A review of the device history record notes the correct lot number was m5138t601. The device history record for the reported lot number m5138t601 was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).